Event description:
Patient is a (B)(6) female who underwent a hammertoe fusion of second and third toes on right foot on (B)(6) 2014. Surgery was uneventful and patient was complaint with restrictions and f/u visits. On (B)(6) 2014 f/u visit, patient stated that the post operative foot "feels funny when walking barefoot". Surgeon notes that the second toe implant (hlxma) is not yet fractured, but the third toe implant (hlxsa) protruded through the cortex. On (B)(6) 2014, patient returned and surgeon cut and removed the protruding implant leg on third toe and took x-ray images. On (B)(6) 2014, patient returned for f/u visit and surgeon noted that the second toe implant had broken. The third toe implant is not bothersome for patient and will not be explanted. Surgeon has consulted with ts, dpm and he had advised him how to remove implant. This revision surgery is not yet scheduled.